Event description:
Information was received from germany reporting the patient had major infection with sepsis. Pump removal is planned.

Manufacturer narrative:
Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Infection and sepsis are known potential adverse events associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. After further review of additional information received have been updated accordingly.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Pump will not be returned.

Event description:
Additional information reported that the patient initially presented with fever and thorax pain and was hospitalized since (B)(6) 2015. C-reactive protein (crp) and procalcitonin levels were elevated. Bacteria cultures revealed pseudomonas aeruginosa. Treatment included meropenem until (B)(6) 2015 followed by ceftazidim. On (B)(6) 2015, due to sepsis the pump was exchanged. The patient died (B)(6) 2015 with cause of death reported as sepsis. It was further reported that there was no device malfunction and that per the clinician there was no relationship between the device and the event. No autopsy was performed.